Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. The device was returned in clear plastic bag in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The lens bay doors are opened. The lens is positioned posterior surface up in the lens bay and is partially exiting the door. The plunger is advanced into the lens bay. The product investigation could not identify the root cause for the reported complaint "injector shaft got under optical part of the lens during implantation". The device was returned with the lens bay door opened and the lens has evidence of being removed from the device. Due to this, we are unable to confirm the lens position in the device and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the injector shaft got under the optical part of the lens. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).